Event description:
Externalized conductors were observed on fluoroscopy. No electrical anomalies were noted. Possible lead extraction was discussed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was noted between 10.1 and 13.2cm from the helix end. The etfe insulation was intact in this location.